Event description:
Graft tore in half after arterial pressure was allowed to flow through it. The distal anastamosis was completed, then the proximal. When the proximal clamp was released, the graft tore into two pieces approx. 1 cm below the proximal anastomosis. The ends were sewn together. Graft remains implanted.